Manufacturer narrative:
Hearing aid was sent for repair after initial report was filed. Evaluation performed. Methods: the aid was returned for repair on 11/5/97. The material qc manager performed a visual inspection using optical magnification, took photographs of the aid, and documented his findings. The results of the evaluation of hearing aid were foreign material, several wax guard screens and ear wax was found in the receiver sound outlet tube that is used to mount and retain the sentry ii wax guard. This indicated that the user was not following recommended maintenance instructions in the user boook. Correct maintenance action: replacement of the sentry ii wax guard when blocked with ear wax, characterized by low sound output is the correct maintenance action. Incorrect mainenance actions: removal of the wax guard when blocked, or punching out wax guard screens so they lodge in the sound outlet tube, and continuing to wear the hearing aid without an effective wax guard results in wax guard screens and ear wax entering the receiver sound outlet tube. Result of incorrect maintenance actions: ear wax in the receiver sound, outlet tube results in a reduction in wax guard retention because the ear wax acts a lubricant. Subsequent mounting of a new wax guard and wearing the hearing aid after ear wax has entered the receiver sound tube outlet may result in the wax guard becoming separated from the aid and lodging in the user's ear canal. The presence of several punched out wax guard screens in the sound outlet tube, obstructions, may also cause the incorrect seating of a replacement wax guard in the receiver sound tube outlet, and may result in the wax guard becoming separated from the aid and lodging in the user's ear canal. Conclusion: the conclusion is that, because of the presence of ear wax and several punched out wax guard screens in the sound outlet tube, the wax guard either could not be properly seated in its mount, or, if correctly mounted, could not be properly retained, resulting in the wax guard separating from the hearing aid during use. Disposition: the aid was repaired. The sentry ii wax guard was replaced with a sentry I wax guard, which requires dispenser replacement (not user replaceable). The aids were returned to the user.

Event description:
The hearing aid user's daughter took the user to the dr the dr removed a sentry ii wax guard from her ear. No further treatment was necessary. There was no infection or serious injury.